Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8352-50 (B)(4). Coveredge x 32, 50 cm 4x8 surgical lead, model#: sc-8336-50, (B)(4). Coveredge 32, 50 cm 4x8 surgical lead, model#: sc-4316, lot #: 16920411. Next generation anchor kit sterile the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the newly implanted patient developed pain at the lower limb in the right leg. The physician did not believe that the symptom was related to the device but was unsure if it was related to the procedure. The patient underwent an explant procedure as a precaution. No device malfunction was suspected.